Manufacturer narrative:
The person who posted the alleged adverse event did not respond to a request to contact neuronetics' customer service to obtain additional information. Neuronetics was not able to do a thorough investigation due to the limited information. However, neuronetics is submitting out of an abundance of caution given the allegation of a potential serious adverse event.

Event description:
Neuronetics was made aware of negative comments, on a neurostar post, by the company's social media monitor including one that alleged the person's husband got worse as a result of tms treatment.